Event description:
It was reported, a stent was uneventfully placed at neck of the unruptured aneurysm as part of a staged aneurysm embolization. The patient was transferred from the treatment suite and was found to have experienced an aneurysm rupture. The rupture was not intraprocedural as there was no complication seen during the procedure. The patient was taken back to the treatment suite later in the evening and the aneurysm was coil embolized successfully. Unfortunately, the patient died a few days later. The physician was uncertain as to the cause of the rupture.

Event description:
It was reported a stent was uneventfully stent placed at neck of the unruptured aneurysm as part of a staged aneurysm embolization. The patient was transferred from the treatment suite and was found to have experienced an aneurysm rupture. The rupture was not intraprocedural as there was no complication seen during the procedure. The patient was taken back to the treatment suite later in the evening and the aneurysm was coil embolized successfully. Unfortunately the patient died a few days later. The physician was uncertain as to the cause of the rupture.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.